Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending and first diagonal arteries. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, a dark image occurred, appearing too dark to evaluate from the start, with a thinner than usual central white ring and scattered noise like dots. Even after flushing, the issue continued, and no kinks were seen. It was also unclear if all air was removed during preparation. The procedure was completed using another device of the same model, with no adverse patient outcome reported.